Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid right coronary artery with heavy tortuosity and heavy calcification. The 2.5 x 8 mm voyager nc balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The balloon catheter was advanced without issue and inflated to 18 atmospheres (atm); however, a balloon rupture occurred. The device was easily removed, and a new voyager nc balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.